Event description:
During the index procedure, the patient had an endeavor sprint rx drug-eluting stent implanted in the mid lad. It is reported that a staged procedure was carried out 1 day post the index procedure, two endeavor sprint rx drug-eluting stents were implanted in the rca. At 30 day, 3 month and 9 month follow ups, patient's worst angina status was reported as I per ccsc criteria approximately 10 months post index procedure the patient suffered a non-q-wave mi. It was assessed that the target lesion was involved. Approximately 1 week later the patient underwent a non-target vessel revascularization - patient had 2 non medtronic stents implanted in the mid rca.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (mi). (B)(4).